Event description:
It was reported by the customer that during use, cs100 intra-aortic balloon pump (iabp) had an automatic inflation failure. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character restrictions, event site name:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character restrictions, event site telephone: (B)(4). Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) went to the user's site and confirmed that the failure was caused by the drive valve group and the 5000h sheath failure, which needed to be replaced. Gave the customer a quote. On (B)(6) 2025, the user informed them that they had completed the processing by themselves, but the user did not inform them of the specific processing process.